Event description:
The technician was preparing to mix the cement for a vertebroplasty. The handle broke on the cement mixer. It was not used on the patient as yet. Staff got a new kit and proceeded without incident. Manufacturer response for cement mixer, confidence high velocity spinal cement (per site reporter): sales rep was to pick up the device. This hasn't been done.